Event description:
It was reported that the asymptomatic patient presented for a routine generator change. During the procedure, the pulse generator reverted to backup operation following cautery exposure. The device was removed and replaced. No further information was available.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. The cause of the backup operation was consistent with cautery exposure. Analysis performed after restoring the device did not find any anomalies.